Event description:
During inseriton into the patient's eye, the lens stuck in the delivery device. Another lens was used for the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01230 for the intraocular lens used with this delivery device.